Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The sales rep (mc) reported that when the surgeon, (B)(6) removed the cutting block, the pins fell out and remained in the pt. It was further reported that the surgeon was able to remove the disassembled pins with no difficulty and there was no delay to surgery time. No adverse consequences were reported.